Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right supraorbital lead had a fracture at the suture anchor. In turn, patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.